Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking PICC. Removed and replaced with piv.